Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had repeated unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was normal. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states alarm did not occur shortly after inserting a new battery. Customer states alarm was recurring during normal insulin pump use. The device will be returned for analysis.